Manufacturer narrative:
This device is used for treatment and not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Devices remain implanted.

Event description:
Approximately one year three weeks post implantation the site noted "critical battery" alarms in the patient's data log. The patient also reported that on several occasions the controller changed from one port to the other, followed by "critical battery" alarms. The patient had encountered this problem before and tried to isolate the specific batteries without success; therefore all of the batteries were replaced and have been returned to the manufacturer for analysis. There was no reported patient injury. Investigation is ongoing.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. All five batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the devices revealed no signs of physical damage or contamination. The reported event was confirmed via review of the controller log files, which revealed multiple "critical battery" alarms and power switching events. Analysis of the device revealed that the device met specifications. Four of the batteries passed visual inspection and functional testing. (B)(4) failed functional testing due to a high max error. However, this was an incidental finding not related to the reported event. There are no known clinical factors that could have contributed to this event. Applicable risk documentation and experience with events of similar circumstances were considered; events with critical battery alarms and power switching events are most often attributed to communication errors between the controller and batteries. Heartware has opened an internal investigation to evaluate these types of issues no additional information will be forthcoming.